Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the reservoir. The customer's blood glucose reading was 450 mg/dl. The customer treated with a bolus. The customer stated that the no delivery alarm was recurring. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer stated that the pump did alarm no delivery with manual prime. The customer was advised to change the entire infusion set as soon as possible. The customer declined to troubleshoot for high readings.